Manufacturer narrative:
Investigation summary: the customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unconfirmed false positive result with the binaxnow covid-19 home test on (B)(6) 2021. The customer reported that the patient tested positive with the binaxnow covid-19 home test but that the patient was negative. (It is unknown how the negative status was reached by the hcp) there is no report of any further testing or confirmation testing having been performed. No additional information was reported.